Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported the customer was heading home and passed out that led to a vehicular accident. Customer had an accident due to blood glucose, do not know what blood glucose was at time of sensor glucose value low alert. Customer was unsure what the blood glucose value was prior to the incident but sensor glucose value was 58 mg/dl. Emergency medical service was dispatched and took the customer's blood glucose reading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 26 mg/dl. The customer was treated with food. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was performed displacement test and it was pass. Customer was pass out. Customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.